Event description:
It was reported that an asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the atrial lead exhibited noise. Noise was reproducible with isometrics. The device was reprogrammed. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.